Manufacturer narrative:
Analysis was normal. No anomalies were noted. Should have been reported as 'serious injury', which was earlier reported incorrectly as 'malfunction'.

Manufacturer narrative:
(B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.